Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one patient generated on an architect i1000sr analyzer. An initial result of 37.98 u/ml was generated and reported from the lab. The patient's physician stated that this result did not fit the patient's clinical history. The sample was then sent to another lab and tested on a different architect system and generated a result of 23.40 u/ml. The sample was also tested on an axsym platform and generated a result of 12.50 u/ml. Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Field data analysis was performed to assess the performance of the assay. The data analysis demonstrated that the median patient values have not shifted over time and that the reagent lots included in the analysis (including lot 29134m500) read patient results consistently. None of the reagent lots evaluated exceeded the internal requirement for the architect 19-9xr assay which states a maximum bias of 9.6 u/ml for values less than 37 u/ml is allowable. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.